Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced bleeding at the sensor site which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient noticed bleeding upon sensor insertion, but the patient still wore it to work. One of the patient¿s co-workers noticed a lot of blood coming from the sensor site. Around 4pm, the patient went to an urgent care center for evaluation. The doctor at the clinic cauterized the area to stop the bleeding. No medication was given or prescribed to the patient. The patient was sent home the same day. She was feeling a ¿bit weak¿ and stated she had a ¿hole on her arm¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.